Manufacturer narrative:
Based on the claim against the product by the customer noting instrument would not close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis (fa). The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a 0.040¿ offset at the tips. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding tips would not close was confirmed by fa, which indicates that the device did contribute to the customer reported issue. Additional observations not reported by the customer: the instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was also found to have dried residue on the clamping pulleys.

Event description:
It was reported that during central processing, the tips of a fenestrated bipolar forceps instrument would not close completely. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.